Event description:
Staff reports that three different devices (used on the same patient) failed- the "bard touchless plus unisex pre-lubricated urethral catheter kit 4a5144" failed- each time it leaked all over the patient and staff could not get correct data for output on a patient who was admitted for a uti (urinary tract infection)- there was no harm to the patient other than distress and inability to determine urinary output results. It was being used as a substitute product and the value analysis team along with the clabsi/cauti (central line-associated bloodstream infection/catheter-associated urinary tract infections) committee submitted a complaint to the value analysis group to attempt to get a different substitute product as this one is not safe or effective.